Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the 1st diagonal with 90% stenosis and was 17 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days later, the subject was discharged on aspirin and clopidogrel. On an unknown date on (B)(6) 2022, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B2 - date of death: used the first date of the month of (B)(6) 2022 as the exact date was unknown. B3 - date of event: used the first date of the month of (B)(6) 2022 as the exact date was unknown. E1- initial reporter phone: (B)(6).